Manufacturer narrative:
Unit not received in manufacturing mode. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with partially broken off reservoir tube lip, cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, cracked case on battery tube area, stained serial number label, peeling end cap address label and slight corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that reservoir started to pop out and noticed chip at top of reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.